Event description:
Md attempted to place a left subclavian quinton catheter over a wire from the left subclavian cordis. The wire from the quinton catheter became bent and it was not threading smoothly so a catheter was placed over the guidewire. The guidewire was then removed and a guidewire from a cook catheter triple lumen was placed in the catheter. The catheter was removed without incident. An obturator from the quinton catheter kit was placed over the guidewire. The obturator was then removed without incident. The guidewire then broke off in the patient. The patient was taken to interventional radiology where the guidewire was retrieved and the quinton catheter replaced.